Manufacturer narrative:
Similar product to 190-000. Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference related MFR. Report numbers: 1221359-2022-05154.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022. This MFR. Report addresses patient one (1) of three (3). Confirmation pcr testing was performed (brand: roche) and generated a negative result. No additional patient information, including treatment and outcome, was provided.